Event description:
The reporter stated the surgeon inserted a cq2015a aspheric collamer three piece lens and the haptic tore. The lens was removed with no pt injury, no enlarged incision or sutures. A different type lens was implanted.